Manufacturer narrative:
(B)(4). Method: the complaint 900pt290e autofeed chamber was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph confirmed that the chamber dome of the 900pt290e autofeed chamber was cracked. Conclusion: without the complaint device, we are unable to determine what caused the reported event. Every 900pt290e chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject 900pt290e chamber would have met the required specification at the time of production. Our user instructions that accompany the 900pt290e autofeed chamber states the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use usp sterile/ distilled water for inhalation or equivalent."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) that a 900pt290e autofeed chamber was found leaking water between the chamber dome and chamber base. It was also reported that the chamber was found to be cracked. There were no patient consequences.